Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was 361 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer stated that the displacement test was ok. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.